Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at his scs ipg site. The patient is following-up with his physician to discuss possible surgical intervention to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 to address stimulation changes (reference MFR. Report #1627487-2014-01720), at which time it was determined no further intervention was necessary to address the patient's pain at the ipg site. The patient is reportedly no longer experiencing pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.